Manufacturer narrative:
(B)(4). The 51-107150 tprlc 133 mp type1 pps ho 15.0; 650-1058 cer bioloxd option hd 40mm; 110017107 g7 finned 4 hole shell 60g; unknown g7 e1 neutral liner. The complaint cannot be confirmed since operative notes or x-rays were not provided from the event. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06990; 0001825034 -2018 -06991.

Event description:
It was reported that patient was noted to have leg length discrepancy; right limb shorter than left on unknown date. No additional information on the reported event is available.

Manufacturer narrative:
The follow up report is being submitted to relay correction that was received: the initial report was marked as malfunction in an error. The correction reported will not change any previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.